Event description:
(B)(6) 2025: the reason for call was patient reported the thing in their back was hurting them and the issue began a couple months ago. Agent asked and patient clarifying the implant was hurting them especially when you touch the implant. Patient denied any recent falls/trauma. Agent reviewed role of mdt rep. The patient was redirected to their healthcare provider to further address the issue. Other: patient mentioned they had an appointment with the pain center on the 26th for the first time. 2025-jun-13: additional information was received from the patient. The patient stated it felt like the implant had moved. It hurt at times. The doctor wanted them to meet with administration to see if the battery needed to be replaced. The hcp wanted surgery to replace the implant. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the implantable neurostimulator (ins) was not replaced and the cause of the ins movement has not been determined. They reported the issue has been resolved for now and the healthcare provider (hcp) is aware and tracking the patient. They reported if they do a pocket revision the hcp will refer the patient out for it. No surgery was performed and is not currently scheduled. The device is still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the issue was unknown. Pt has not had surgery yet and no one has contacted them about their issue. Pt noted they were waiting for contact.